Event description:
It was reported that during an esophagectomy procedure that the device could not be clipped correctly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/24/2008. Ejected clips. Eval summary: the analysis results found that the er220 instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, however, 3 clips were ejected. The instrument lock out was functional. The device was disassembled and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.